Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances were not determined. No other information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v763711, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v719620, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedance measurements were taken and resulted in the following: c and 0= 3069ohms, c and 2= 2379 ohms, 0 and 2= 5150 ohms, 0 and 3= 4073 ohms. It was stated that they were considering a revision due to the high impedances, but the rep needed to review the next steps with the health care provider (hcp) as it was unknown the revision was needed. Follow-up revealed that the implantable neurostimulator (ins) was replaced due to it reaching elective replacement indicator (eri) and not due to the impedances. No symptoms were reported.

Manufacturer narrative:
It was determined that a correction report needed to be submitted due to a correction to the narrative.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedance measurements were taken and resulted in the following: c<(>&<)>0= 3069ohms, c<(>&<)>2= 2379 ohms, 0<(>&<)>2= 5150 ohms, 0<(>&<)>3= 4073 ohms. It was stated that they were considering a revision due to the high impedances, but the rep needed to review the next steps with the health care provider (hcp) as it was unknown the revision was needed. Follow-up revealed that the implantable neurostimulator (ins) was replaced due to it reaching elective replacement indicator (eri) and not due to the impedances; the ins replacement resolved the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.